Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of cervical/neck stimulation. It was reported that the patient's battery was not working. The patient was going to call into patient services. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the reason the device was not working was they couldn¿t get it to charge. The patient had called a technician who sent a new charger but the device still wouldn¿t charge. When the patient talked to the technician again they were told it had been too long without charging the device and it wasn¿t going to work. The device not working had not been resolved and the patient noted it had been 3 or 4 years without it working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.